Event description:
Proximate stapler tlc10 was misfired during emergent exploratory laparotomy and the surgeon had to redo the anastomosis. Was this device serviced by a third party servicer? No. FDA safety report code ID (B)(4).